Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2111601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the end of the sheath of a 5f mynx control vascular closure device (vcd) was cracked and the balloon did not deploy. There was no reported patient injury. The device was used in a left lower extremity revascularization procedure, and failed. The device is available for evaluation. Addendum: during product evaluation of the returned device, inflation/deflation test was performed on the balloon of the returned device. The results revealed a leak in the balloon.

Manufacturer narrative:
As reported, the end of the sheath of a 5f mynx control vascular closure device (vcd) was cracked and the balloon did not deploy. There was no reported patient injury. The device was used in a left lower extremity revascularization procedure, and failed. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposed to blood and swollen. The sealant sleeve assembly was observed to have been slightly kinked/bent. The balloon was fully deflated. The procedural sheath was locked to the sheath catch. The syringe was not connected to the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification showed that the sealant remained in the manufacturing position, exposed to blood and swollen. The sealant sleeve assembly was observed slightly kinked/bent and slightly opened which may have been attributed to the swelled sealant. No cracks in the sealant sleeve assembly of the returned device were observed. The involved procedure sheath was not returned for evaluation; therefore, an assessment of any damages that could have obstructed the device path and damaged the sealant sleeve assembly could not be made. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, which may have contributed to the reported failure. A product history record (phr) review of lot f2111601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves cracked¿ was not confirmed. However, visual inspection of the returned device revealed that the sealant sleeve assembly was slightly kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits, which may have been reported as ¿cracked¿, in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the kinked bent condition. The reported ¿balloon inflation difficulty¿ was confirmed during analysis of the returned device. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). The returned device was confirmed with the balloon loss of pressure. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review, nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.